Manufacturer narrative:
Film evaluation summary: the exact cause of the left limb occlusion could not be determined from the single post-implant still angio image reviewed. Pre-implant films were not available and a complete assessment of the patient¿s anatomy could not be performed. Images during implant were also not available and the stent graft in-vivo configuration and blood flow dynamics post-implant could not be assessed. The single returned image confirmed that the left limb was completely occluded. The image was cut-off just above the level of the bifurcate flow divider; therefore, any possible occlusion above the left limb is unknown. It is possible that this was anatomy related. Other than a possible left limb compression or kink seen near the level of the distal aorta, the single image did not reveal any characteristics that could explain the limb occlusion. No clear endoleak or any other stent graft issue were observed. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. It is also possible this was due to the left limb being extended to the external iliac artery; the common femoral artery was reportedly patched. Images after completion of the fem-fem bypass were not returned.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 5.6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently. The CT revealed that the endurant left iliac limb was kinked and limiting blood flow to the left leg at the aortic bifurcation. The physician elected to perform a femoral to femoral bypass and blood flow was restored to the left leg. Per the physician, the cause of the event was unknown but could have been due to a possible groin problem since coverage was extended to the external iliac artery and the common femoral artery was patched. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that the patient had bilateral leg claudication as a result of the left limb occlusion. The investigator assessed the occlusion to be related to the index procedure. The previously reported intervention reportedly resolved the occlusion.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.